Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no impact to the customer's blood glucose (bg) level due to the reported issue. On the morning of (B)(6) 2016, in addition to being sick, it was reported that the customer started having elevated bg levels of over 600 mg/dl. Contact reported that the customer went to the urgent care; however, was not treated for elevated bg levels. It was indicated that the customer had strep throat. Customer administered a manual injection to address bg levels.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarms have been verified; however, troubleshooting was unable to be confirmed for the blood glucose issue.

Event description:
Received information regarding a cartridge alarm 19 during the load process. The customer was able to load a new cartridge successfully. On the morning of (B)(6) 2016, in addition to being sick, it was reported that the customer started having elevated bg levels of over 600 mg/dl. When the customer attempted to change the infusion site, the contact received another cartridge alarm 19 during the load process. There was no impact to the customer's blood glucose (bg) level due to the cartridge alarm. Contact reported that the customer went to the urgent care; however, was not treated for elevated bg levels. It was indicated that the customer had strep throat. Customer administered a manual injection to address bg levels, and has a backup pump available as alternate insulin therapy.